Event description:
It was reported that lead was explanted and replaced due to suspected externalized conductors. Patient condition was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 12.7-13.9cm and 47.0-47.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 32.5-33.8cm from the distal tip. The etfe coating was intact at these locations.